Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.

Event description:
It was reported that after the procedure the device placed in the asd was found to have embolized and was located in the transverse aorta. A catheterization was immediately performed, and the device's location was corrected.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. The device was not returned for investigation. According to the information from the customer, the device embolization was a result of wrong device size selection, and the procedure was later successfully completed using a larger size of asd occluder. The IFU covers all warning and preventive measures to avoid the occurrence of similar events, as well as the guidance for defect measurement and device size selection. In the light of all investigation findings, and considering the additional information from the customer, the root cause has been traced back to user related factors.

Event description:
It was reported that after the procedure the asd occluder (size 10.5) placed in the asd in the defect (the defect size of asd was 12 mm) was found to have embolized and was located in the transverse aorta. A catheterization was immediately performed, and the device's location was corrected. According to customer "asd embolization was caused because of wrong device size usage. The asd device (size 10.5) was retrived and new bigger size asd (size 13) was implanted. "